Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The stapler logs for this procedure were reviewed. The logs show a sureform 60 stapler instrument was installed on the system 3 times and fired 3 white reloads. No stapler clamping or firing errors were observed in the logs.

Event description:
It was reported that a patient received a da vinci-assisted right hemicolectomy procedure and experienced a staple line leak. A sureform 60 stapler instrument fired a white reload to create the staple line.

Manufacturer narrative:
Updated fields: h2, h6, h11. Additional information: the customer reported that this staple line issue involved a blue sureform 60 reload. However, as noted on the initial MDR submission, a review of the logs for this procedure indicate that only white sureform 60 reloads were used during the case. The staple line complication involved intraluminal bleeding. Intra-operatively, there were no errors or loose staples. The staple line appeared in to be nicely formed and dry with no bleeding. It is unknown what medical/surgical intervention was rendered due to the complication. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
Refer to h11 for follow-up information.